Event description:
It was reported that the asymptomatic patient presented for remote follow-up via merlin.net with post-paced t-wave oversensing exhibited by the implantable cardioverter defibrillator. No interventions were reported.

Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes that post-paced t-wave oversensing (pptwos) persisted. Further information was requested but not received.